Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst also noted:no introducer was returned, therefore condition and brand are unknown. Used a fresh mdt introducer and test passed, photo taken. No bulge or other anomaly found.

Event description:
It was reported that during implant the right atrial (ra) lead would not fit through the introducer due to a bulge in the proximal part. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.